Event description:
It was reported that during a percutaneous coronary intervention, shaft fracture occurred. Vascular access was gained via the radial artery. The 75% stenosed, 23x3.0mm lesion being treated was located in the severely calcified and severely tortuous left circumflex (lcx) artery. The 3.5x15mm quantum maverick balloon was used to pre-dilate target lesion in lcx. The physician encountered significant resistance and the shaft fractured outside the patient. The device was successfully removed from the patient. The procedure was completed with another of the same device. There were no patient complications reported and the patient status is stable.

Manufacturer narrative:
Device evaluated by manufacturer: the device was received fractured. The proximal portion from the edge of the strain to the hypotube fracture site measured 77cm. The distal portion from the hypotube fracture site to the tip measured 66cm. The appearance of the fracture surface is consistent with the device having been kinked prior to the break. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, shaft fracture occurred. Vascular access was gained via the radial artery. The 75% stenosed, 23x3.0mm lesion being treated was located in the severely calcified and severely tortuous left circumflex (lcx) artery. The 3.5x15mm quantum maverick balloon was used to pre-dilate target lesion in lcx. The physician encountered significant resistance and the shaft fractured outside the patient. The device was successfully removed from the patient. The procedure was completed with another of the same device. There were no patient complications reported and the patient status is stable.